Event description:
Small piece of jackson pratt tubing broke off inside of pt when surgeon was attempting to remove it. Pt returned to the or february 11, 1998 for removal of the residual piece of tubing.

Manufacturer narrative:
The product sample was not received for evaluation. Please be advised that without the product sample co is unable to determine the cause of the breakage. Without the product lot number, co cannot trace the DHR, quality testing performed or corresponding results. Historical evaluation of broken drains usually determines the cause to be a nick or puncture at the break site. Specifically, co warns against any form of handling that may result in breakage of the drains; for example, nicks, cuts, and tears caused by punctures, sutures or sharp instruments. This includes handling gently and without excessive force. Lastly, leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes may cause breskage upon removal.